Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that no insulin was delivered during rewind. Customer's blood glucose was 400 mg/dl. Customer was off the device due to the device would not deliver insulin. After troubleshooting, customer was advised to change the entire set. Customer will not be returning the device for analysis.